Manufacturer narrative:
This report is submitted on august 17, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the electrode array had extruded, resulting in the decision to explant the device (date not reported) and the patient was reimplanted with a new device.